Event description:
It was reported to merit that the pt had a perforation of her bowel due to fragments from an esophageal stent placed approx one year earlier. The pt underwent surgery to repair the bowel and remove the stent. No additional info provided about the pt's condition post procedure.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. The reporter did not indicate if this was the initial use of the device. A review of the device history record and complaint database could not be performed as no lot number was provided. A follow-up report will be submitted if more info becomes available.